Manufacturer narrative:
Initial and final MDR 1915026 - MDR 3003442380-2024-15064 - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient complained about three infusion sets fell off. Infusion set was in use for 1- 2 days. Patient blood glucose at the time of issue was 115 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.